Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. Upon evaluation the electrode belt trunk cable was cut and the trunk connector pins were bent. The cut trunk cable resulted in an open circuit in the belt. The root cause for the damage trunk cable and bent trunk connector pins cannot be positively identified but is likely due to physical abuse. No adverse event resulted from the damaged trunk cable and bent trunk connector pins. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient called zoll customer support to report that his device was telling him to check his belt. The patient was provided with a replacement electrode belt.